Event description:
Upon opening the minor gs pack, there was an incorrect number of tags found. Only four were supplied, not five. The band was removed from the tags at the start to count the tags. The tags were recounted and there were four. The pack was used on the case.